Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 41 mg/dl at the time incident and current blood glucose was 140 mg/dl. The customer¿s blood glucose level were 170-190 mg/dl and 163 mg/dl and the sensor glucose was 150 mg/dl. The customer was treated with food. It was reported that customer had problem with sensor to work. The customer was advised that within or at 3 hours the system will either display sensor glucose values and ask for a calibration or alarm with change sensor. The insulin pump will not be returned for analysis.